Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the pre-operative test, the catheter was found to be leaking. The catheter was replaced and there was no injury to the patient.

Manufacturer narrative:
Approximately 23.5 cm of the ventricular catheter was returned. The returned catheter was patent and met the requirements for leak testing. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.